Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2022 (specific date not reported), exposing the receiver/stimulator. The patient also experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 08, 2023.

Manufacturer narrative:
Per the clinic, the patient also experienced pain/ non-auditory sensations along with magnet dislodgement subsequent to a head trauma on (B)(6) 2022 (specific date not reported). The device was eventually explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 08, 2023, was filed inadvertently. No extrusion of receiver/stimulator occurred. It was reported that there was a migration of the receiver/stimulator.